Manufacturer narrative:
The parts were returned to manufacturer for evaluation. After functional testing, visual/physical examination and proceduralized device testing it was observed that the returned cable had been crushed nearly severing the cable. The positioning sensor unit (psu) that was returned was unused after testing found no failures. The cable and the psu were replaced and the system is functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after they booted the system up, there were getting a "localizer not connected" message. A manufacturer representative verified that the connections were fully seated on both side and reseated them. The camera was constantly beeping and it could fire a laser, but none of the leds were lighting up. The representative opened the ndi toolbox and check the system control unit (scu) status and everything was okay. The camera did not show up as connected; there was no icon present. The system was needed for a em case and further troubleshooting could not be performed. There was no patient present when this issue was identified.

Manufacturer narrative:
All returned parts are still under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after they booted the system up, there were getting a "localizer not connected" message. A manufacturer representative verified that the connections were fully seated on both side and reseated them. The camera was constantly beeping and it could fire a laser, but none of the leds were lighting up. The representative opened the ndi toolbox and check the system control unit (scu) status and everything was okay. The camera did not show up as connected; there was no icon present. The system was needed for a em case and further troubleshooting could not be performed. There was no patient present when this issue was identified.